Manufacturer narrative:
The device subject of the event was discarded and could not be returned for evaluation. Without the returned device, a root cause cannot be determined. Instruction for use for the endogator tubing 200230u state: "open pump head, insert endogator¿ tubing and close pump head. (Note: ensure that tubing is placed in between tube markers.) Prime the tubing prior to use by activating the foot pedal; flush water through the entire gi endoscope." The model/catalog number subject of the event is not marketed in the united states; therefore, it is not in gudid. No additional issues have been reported.

Event description:
The user facility reported that their endogator tubing set leaked onto the floor. No report of injury or procedure delay.